Event description:
Complaint source reported revision due to infection performed on (B)(6) 2025. Previous surgery performed on (B)(6) 2015. Patient 49 years old. The devices explanted are the following: · delta protr.liner øint 32mm #m (product code: 588651158, lot: 1509428 - ster: (B)(4) - sold in us. · bone screw ø6,5 h.25mm (product code: 8420.15.020, lot: 1507404 - ster: (B)(4)) - sold in us. · sam-fit right mod.fem. Stem #1 (product code: 4216.25.110, lot: 1103050 - ster: (B)(4)) - not sold in us. · modular neck std-s (s1) (product code: 4220.09.110, lot: 1512295 - ster: (B)(4)) - not sold in us. · fem. Modular head - s ø32mm (product code: 5010.42.321, lot: 1482052 - ster: (B)(4)) - sold in us. · delta-pf acetab.cup ø50 mm (product code: 5551.25.500, lot: 1500348 - ster: (B)(4)) - not sold in us. · bone screw ø6,5 h.20mm (product code: 8420.15.010, lot: 1507399 - ster: (B)(4)) - sold in us.

Manufacturer narrative:
The check of device history records (dhrs) did not highlight any pre-existing anomalies on the lot numbers involved. This is the first and only complaint received about these lot numbers. A final report will be submitted once the investigation is completed.